Event description:
It was reported that during a lead revision procedure it was found that device reached eri due to suspected premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information provided indicated that device was returned for evaluation, however, it was reported that it may have been lost during shipping by an international carrier. Archived data was reviewed, and longevity calculation based on device settings show that the device was found to be within expected longevity performance and is normal.